Event description:
During the device evaluation, foreign material was found in the gastrointestinal videoscope¿s channel mount unit and distal end. Corrosion was also observed at the distal end. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.